Manufacturer narrative:
Siemens filed initial MDR 2517506-2019-00314 on 09-aug-2019. Additional information (15-aug-2019): siemens contacted the customer and confirmed that a precision test was performed after maintenance was completed. The results from this precision study were within acceptable ranges. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that discordant enzymatic carbonate (eco2) and creatinine (cre_2) results were obtained on a patient sample on a dimension exl 200 instrument. The customer indicated that quality controls (qcs) recovered acceptable ranges prior to the discordant results. As per a siemens technical service technician (tst) instructions, the customer performed the following: replaced sample probe tip, aligned all the probes and adjusted the cuvette air flow. The customer mentioned that the instrument was functioning as per the specification after replacing sample probe tip. The customer ran the samples and the results obtained were normal. The cause of the discordant, falsely low eco2 and cre_2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Flagged, discordant, falsely low enzymatic carbonate (eco2) and creatinine (cre_2) results were obtained on a patient sample on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant eco2 and cre_2 results.